Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: investigation summary: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the radiolucent drive device did not rotate during first drilling. The inside of the drill bit connection might have been ground down, and black shaving came out from the inside was confirmed. It was found that the device failed visual inspection, due to the loose tool coupling. During the assessment it was found that the tool coupling was not properly connected to the main body of the attachment. Due to the loose tool coupling the bevel gears inside of the attachment were not properly aligned and damage the teeth of the gear. It was further determined that the device failed pre-test for general condition and check general function in running mode. Due to the age of the device and the found failure the device was handed over to manufacturing engineering for further assessment. The customer complaint can be confirmed. However, since the radiolucent drive was manufactured and assembled in accordance with the DHR review and passed all functional tests, a manufacturing error cannot be confirmed. Furthermore, according to the event description, the radiolucent drive was operated with power although it did not work. At this stage of the investigation, it is not possible to fully determine the cause for the found defect. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from japan that during an open reduction internal fixation (orif) surgical procedure using an advanced retrograde femoral nailing system (rfna), the radiolucent drive device was used for inserting the proximal locking screw. It was reported that the nurse assembled the instruments, and the radiolucent drive device rotated without any problems at the time of the preoperative inspection. However, the device did not rotate during first drilling. It was reported that black shavings came out from the inside of the device, as the drill bit connection might have been ground down. It was reported that, by trial and error, the drill bit finally rotated when it was pressed hard against the bone. It was reported that two screws were inserted, and the procedure was completed successfully without any surgical delay. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.